Event description:
Only preliminary information is available. The surgeon has been out of town & unavailable. Preliminary information does not suggest a device or malfunction. An aortic disection was suspected upon starting cardiopulmonary bypass. A retrograde dissection was seen by transesophageal ochocardiography. A stomolomy was peformed & the proximal aorta repaired.